Event description:
Boston scientific received info that due to reports of intermittent loss of capture (loc) on the right ventricular (rv) lead, fluoro was performed which confirmed the device had moved 5" - 6" and most of the slack in the atrial and ventricle lead was gone. It was noted that pt was symptomatic possibly relating to the suspected loc; all measurements were good upon device check. There was no documentation of pauses. A new system was successfully implanted on the right side with no adverse pt effects reported. The device was returned to the pt at her request and the lead was discarded following the procedure. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.